Manufacturer narrative:
(B)(4).

Manufacturer narrative:
On (B)(4) 2011, (B)(4) hospital (B)(4), stated that the patient injury was not believed to be a result of a da vinci s system malfunction. Intuitive surgical has made multiple attempts to obtain detailed information concerning the patient, their diagnosis, pre-existing medical conditions and / or any other related additional information. However, on (B)(4) 2011, (B)(4), stated that she is unable to provide any additional information about this case.

Event description:
On (B)(6) 2011 (B)(4) reported that post a da vinci s hysterectomy procedure, which took place on (B)(6) 2011, the patient returned to the hospital with complications and was found to have a bowel perforation.